Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Date of report: 18sep2021.

Event description:
The customer reported that the device¿s touchscreen was not working. The device was not in use on a patient. No patient or user harm was reported. The customer advised that when calibrated, the touchscreen failed and got bad touch error. The remote service engineer (rse) suspected a bad touchscreen assembly.